Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 24 alarms, power error 25 alarms, replace battery alerts or replace battery now alarms noted in the pump trace download. No unexpected low battery alerts or failed battery test alarms during testing. Pump error 4 alarm followed by a pump error 15 alarm was present in the pump trace download due to moisture damage on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeling end cap address label, moisture damage on force sensor assembly, moisture damage on motor assembly and slight corrosion on battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery failed" alarm occurred frequently and also had other pump error alarms. The customer had high blood glucose level of 400 mg/dl. The product was returned for analysis.